Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shock therapies due to noise. The device was in backup vvi mode and the battery was prematurely depleted. The device was explanted and replaced. The patient was stable post procedure.